Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a156usqsbdzdc. Hardware: sm-a156u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. The patient stated that the pod was inserted on the left side of their abdomen around 10 am and that the cannula had properly inserted. However while getting ready for travel, they bumped against the pod, causing it to come out. Despite boluses from the pump, blood glucose levels remained elevated. The patient self-treated with a manual injection of 4 u of insulin, which lowered their blood glucose level down to 280 mg/dl. Three hours later, their blood glucose levels were elevated. Therefore, the patient then proceeded to activate a new pod. Upon pod removal, the cannula was found bent.